Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had buttons are not working all the time. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The time was not advanced. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. (B)(4).